Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer's blood glucose level was 133 mg/dl. Customer stated that water spilled on the pump yesterday. Customer stated that it dried off and seemed to be working, but none of the buttons are working besides the up and down arrow. Customer just got the battery out limit alarm and the time was more than 5 minutes. It was explained that a battery out limit alarm may indicate a loose battery cap. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Up arrow button did not respond due to flattened button dome switch. Unable to verify battery out limit alarm due to unresponsive button. No moisture damage on electronics noted. Insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.